Event description:
Additional information was received from the patient that reported that the patient stated that his therapy was working great, but then the battery implantable neurostimulator went dead, could not be charged, and was causing pain at the implant site. The patient's battery was explanted in (B)(6) 2015 or (B)(6) 2016 due to these issues. The health care provider had told him that they could not put one back in and wanted to put the patient on medications.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had pain at the implantable neurostimulator (ins) site daily. This pain started suddenly. The patient came down with the stomach flu or a stomach ache in their abdomen where the ins sit is on (B)(6) 2015. The patient also had blood in their stool. The patient spent the entire day prior to the report in bed because they could not walk more than 10 feet as they were doubled over in pain. The patient noted that the implant was leaking in them and they could not get a doctor to do anything about it. The patient went to the emergency room on (B)(6) 2015 where they did some CT scans. The battery had been dead for 3 years and the patient did not have a managing doctor. The patient was sent doctor listings. Relevant medical history included postlaminectomy pain. No causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.